Event description:
Patient with left ventricular assist device (lvad) therapy for 17 months, and status post prior lvad exchange for thrombus, presents with recurrent hemolysis and abnormal lvad performance, in the setting of international normalized ratio (inr) 2.3, plavix + aspirin therapies. Tissue plasminogen activator (tpa) was not considered this time due to concern that risks outweigh benefits. We use heparin drops as bridge to coumadin; gradually the ldh tapered to 700 and lvad performance improved again.